Event description:
Patient reported experiencing pain at the ipg site after rolling in bed. Physician felt ipg was loose. Physician brought the patient into the or, re-secured the ipg with a new suture. This resolved the issue.